Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not be accepted by the pump. Reportedly, the event was resolved by the customer successfully loading a new cartridge. Blood glucose ranged from 140 mg/dl to 280 mg/dl.